Event description:
It has been reported to philips that the flexvision computer failed to bootup. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that due to a bad power supply in the pc the flex vision pc was not powering on. Upon troubleshooting, fse replaced switch pc q35 without frame grabber. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.